Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 24 mm. Vessel morphology is unknown. The patient has a history of alcoholism, coronary hypertension, diabetes, mild congestive heart failure, obesity, cardiomyopathy, and coronary artery disease. The device was inserted with the aid of a 16 french cook sheath. It was reported that the deployment handle had been cranked 8 or 9 times when the graft cover separated from the handle. The stent graft was not exposed. The physician unsuccessfully attempted to manually deploy the device; therefore, the device was removed without difficulty and a second device of the same size was successfully deployed utilizing the same reusable deployment handle. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the anuerysm. No clinical sequelae were reported, and the patient is reported to be fine. Receipt and analysis of the device is pending.